Event description:
Eccentric balloon--this device was returned (#1713910-2009-00043), and when DHR and evaluation were received, it was found that the 2 devices were from different lot numbers. Eccentric balloon- very large aorta on patient; prolonged pump time; slow recovery, had to shock patient several times. Patient is stable and no other complications.

Manufacturer narrative:
The device was placed in the eccentricity fixture and inflated until it created a seal and would not move. The pin on the fixture is in the cross hatched zone which means the eccentricity is not acceptable. Water was introduced through the device lumens and the water flows from where it should. There are no other defects detected with this device.